Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks due to oversensing of non-physiological noise. This occurred across two separate episodes on consecutive days. The physician elected to explant this system and implant a new transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.